Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a complete pump reset, and after the reset, the error code did not appear again, allowing the customer to successfully start their sensor session.